Manufacturer narrative:
The handle arrived in used and dirty condition with a charger and brush head included. The handle will turn on, operate and charge on a lab charger. Charged the handle for 24 hours and it passed the e-series test for frequency and amplitude. The handle is not exhibiting any abnormalities and is functioning within specification. Brush head is in used condition with ~70% wear remaining on indicator. The bristles and tufts are intact with no abnormalities. The brush head passed the rotational amplitude tester (rat) test and has a passing amplitude level. There are no major defects or damage to the brush head. Charger is operating within specification. The root cause of the customer's complaint could not be determined.

Event description:
Customer claims the toothbrush cracked her tooth and she had to see a dentist to get impressions for a cap that will be put on. Customer states that they will not use toothbrush any longer due to her not trusting it.

Manufacturer narrative:
Device manufacture date: information not provided and product not received.

Event description:
Customer claims the toothbrush cracked her tooth and she had to see a dentist to get impressions for a cap that will be put on. Customer states that they will not use toothbrush any longer due to her not trusting it.